Event description:
Reportable based on device analysis completed on 26-oct-2022. It was reported that a device issue occurred. A 28 x 3.00 promus elite drug-eluting stent was selected for use. However, during preparation, a device issue occurred. The product was not used during the procedure. No patient complications were reported. However, device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at the port exchange with 6.5cm core wire exposed. No other issues were identified during analysis.